Manufacturer narrative:
This complaint is being reported by zimmer biomet as the customer returned an electric dermatome device for evaluation. Zimmer biomet surgical has previously repaired/evaluated the electric dermatome six times. The last repair was (B)(6) 2016 where it was reported that the hand piece was not working and the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, and o-ring were replaced. This is not a related issue. The electric dermatome was manufactured on (B)(6) 2009, and is over 6 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the electric dermatome on revealed minor cosmetic damage to the head and neck of the hand piece including nicks. The master blade sat flush with the control bar. There were no visible issues noted to the power cord. The device was tested with the electric dermatome test power supply it #(B)(4) under stroboscope it #(B)(4), and operated erratically. The customer's power supply was not returned for evaluation repair of the electric dermatome was performed by zimmer biomet surgical which included replacement of the power cord assembly, power switch, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and o-ring. The electric dermatome was then tested and functioned properly. It was repaired, inspected and tested. The reported event was unconfirmed since during the initial inspection it was noted that when the device was tested it operated erratically. Based on the information that was provided the root cause of the reported event could not be specifically determined. The electric dermatome was repaired, tested and returned to the customer.

Event description:
It was reported that the hand piece had no power during surgery. No patient involvement. No adverse events have been reported as a result of the malfunction.